Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description included. Complaint of no output could not be confirmed. Analysis found the device functioning within normal electrical characteristics including at thermal and mechanical stressing. Device exhibited normal pacing and functionality indicating that it was not damaged by the electrocautery.

Event description:
It was reported that the pulse generator exhibited an output anomaly due to electro cautery during a lead revision. The device had been programmed to doo mode. Pt safety was not affected. The device was explanted.